Event description:
The patient experienced elevated enzymes and restenosis post procedure. The patient was enrolled in the freedom study with several lesions. The lesion in the mid left anterior descending (lad) artery was treated with a 2.5 x 23mm cypher stent and the lesion in the lad was treated with a 2.75 x 23mm cypher stent. Post procedure it was noted that the patient had slightly elevated enzymes. About 14 days later the patient had another procedure to treat a lesion in the second obtuse marginal (om) branch with a 2.5 x 18mm cypher stent and a lesion in the first om branch with a 2.75 x 13mm cypher stent. Approximately five years post index the patient was hospitalized due to chest pain, dyspnea and shortness of breath. There was minimal inferolateral ischemia. An angiogram showed patent interventional sites of the proximal lad, left circumflex to the first om and the second om. There was in-stent restenosis observed in the mid lad. The patient was later discharged home in stable condition.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00476 and 3003742446-2011-00477. The complaint received states that this (B)(4) patient suffered instent restenosis and elevated cardiac enzymes approximately 5 years post index procedure. This is a (B)(6) male with medical history including heart failure functional classification: class I, diabetes: type ii, stable coronary heart disease, high blood pressure, and hyperlipidemia. The patient was enrolled in the freedom study with several lesions. The lesion in the mid left anterior descending (lad) artery was treated with a 2.5 x 23mm cypher stent and the lesion in the lad was treated with a 2.75 x 23mm cypher stent. Post procedure it was noted that the patient had slightly elevated enzymes. About 14 days later the patient had another procedure to treat a lesion in the second obtuse marginal (om) branch with a 2.5 x 18mm cypher stent and a lesion in the first om branch with a 2.75 x 13mm cypher stent. Approximately five years post index the patient was hospitalized due to chest pain, dyspnea and shortness of breath. The patient was on aspirin and plavix at the time. There was minimal inferolateral ischemia. An angiogram showed patent interventional sites of the proximal lad, left circumflex to the first om and the second om. There was in-stent restenosis observed in the mid lad. Successful pci was performed; however, no procedure details were provided. The patient was later discharged home in stable condition. The index stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot a0706088 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No excursions were found for lot a0706088. No nonconformance records were issued for this lot. (B)(4) was generated due to wrinkles in vendors seal. Since pouch sterility is not compromised, the condition is classified cosmetic. Does not impact quality or performance lot located in san angelo was accept per specification and lot partially scrap. Additional information was requested to the coating site for coronary artery restenosis. The investigation revealed that no nonconformances were issued during the coating process, and that no anomalies were found for the lot involved. Elevated cardiac enzymes are a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that patient, lesion and vessel characteristics may have contributed to the reported events.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report number is 3003742446-2011-00477. Additional information will be submitted upon 30 days of receipt.